Manufacturer narrative:
The pump was received with normal operating currents. The pump passed the unexpected restart, self test, and the displacement tests. However, the pump alarmed compromised force sensor system during the basic occlusion test due to a loose/protruded drive support disk. Unable to perform the occlusion, prime, or excessive no delivery alarm test due to the alarm. The pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the lcd window, a cracked belt clip slot, a stained end cap sticker, and a scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer received a compromised force sensor system alarm. It was reported that the customer's blood glucose level was 310mg/dl. No further information provided.